Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor was tested outside the device and passed. The insulin pump passed the displacement accuracy test.

Event description:
The customer reported via phone call that they had a severe insulin reaction. The paramedics were called on (B)(6) 2015 by the customer's husband because of a low blood glucose level of 17 mg/dl. Customer was given glucagon tablets. The next day, the customer's blood glucose level was running high. Customer's current blood glucose level was 477 mg/dl. The insulin pump was exposed to a x-ray. The customer was assisted in performing a displacement test and it passed. The insulin pump kept alarming no delivery. After the high pressure test the insulin pump continuously alarmed no delivery. The customer was advised that the device would be replaced and agreed to return the product for analysis.